Event description:
The following has been reported: staff reported to biomed pump reported cassette misaligned error, no patient harm, unknown dept. Biomed ran test infusion, was not able to duplicate cassette error. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (av spring cage) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Initial evaluation of the logs indicate actuator valve flag faults, but they all occurred at loading and likely due to biasing of the set when loaded. There have not been further reports of issues with this pump, so this is considered to be no trouble found. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.